Manufacturer narrative:
The investigation of the root cause confirmed that the reported issue occurred because of a human error: the operator did not put the screwdriver in the tyvek. Operators had a re-training on the packaging processes on 3 june 2024. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, there is no screwdriver in the pacemaker tyvek. Dr. (B)(6) didn't see the screwdriver in the tyvek and looked for it on the implantation tables and later on the floor being sure that he/she hadn't take it from the tyvek but still verifying that he/she didn't loose it when opening the tyvek.

Manufacturer narrative:
Device history record requested.

Event description:
Reportedly, there is no screwdriver in the pacemaker tyvek. Dr. (B)(6) didn't see the screwdriver in the tyvek and looked for it on the implantation tables and later on the floor being sure that he/she hadn't take it from the tyvek but still verifying that he/she didn't loose it when opening the tyvek.